Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 08 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the origin of the foreign material could not be determined. The foreign material residue point was not deformed. Foreign material remaining in the air and water supply nozzle was collected and analyzed, and an ingredient similar to an antifoaming agent (dimeticone) was detected. Probably the stain such as antifoaming agent that had adhered during the procedure could not be sufficiently removed for some reason and remained inside the air/water supply nozzle. However, a definite root cause that led to the malfunction could not be determined. It could not be confirmed that the reprocessing was properly implemented because the information was not available as a result of checking the handling information at the facility. The instruction manual states the inspection method associated with the event in "evis lucera gif/cf/pcf type 260 series ¿chapter 3 preparation and inspection 3.6 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope had foreign material coming out of the nozzle. There were no reports of patient involvement.